Event description:
It was reported that the customers ambulance was involved in an accident while transporting a patient on an ambulance cot. It was reported that the patient received a fractured femur as a result of the accident event. It was not reported that the ambulance cot contributed to the event, only that the patient was strapped to the cot during the event.